Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" error message" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the processor board failure, likely attributed to the aging of the device. The autopulse platform was manufactured in jan. 2013 and is over 10 years old, past its expected service life of 5 years. During visual inspection of the platform, the load plate cover had a hole, which affects the watertight seal, and the small black cover was cracked/damaged. The observed physical damages were unrelated to the reported complaint, and they appeared to be the characteristics of user mishandling. The load plate cover and small black cover were replaced to address the issue. The archive data review indicated system error - user advisory (ua) 132 (internal watchdog timeout), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus, confirming the reported complaint. The processor pca assembly was replaced to address the system error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, the customer reported the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.